Manufacturer narrative:
Batch review performed on (B)(6) 2026: moto partial knee 02.18. Eif3.08. Lm moto medial e-cross tibial insert s3 lm - h8 (k213071) lot 2415678: (B)(4) items manufactured and released on 08-aug-2024. Expiration date: 28-jul-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Moto partial knee 02.18.tf3.lm moto medial tibial tray s3 (k162084) lot 189262: (B)(4) items manufactured and released on 13-mar-2019. Expiration date: 03-mar-2024. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Moto partial knee 02.18.003lm moto medial femoral component s3 lm (k162084) lot 2116402: (B)(4) items manufactured and released on 09-feb-2022. Expiration date: 26-jan-2027. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Root cause: the developmental instability is a rather commonly described possible complication following uka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension.

Event description:
The patient had primary uka left knee surgery on (B)(6) 2022. On (B)(6) 2025, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully [MDR 2025-00360]. On (B)(6) 2026, the patient had instability and the cause is unknown. There was no reports of trauma. The surgeon revised the knee to a total knee arthroplasty. The surgery was completed successfully.